Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Patient's mother reported a staph infection from an infusion site. She removed her infusion site and noticed a lot of swelling at the infusion site on her leg. Patient placed a new infusion site on her abdomen and delivered a bolus to correct her high blood sugar. Patient did not require outside assistance to treat her blood sugar. Her mother took her to the hospital emergency room. Patient was not admitted to the hospital. She was treated with bactrim antibiotic and she went home the same day. No return of the infusion set requested because it was discarded by the patient. Replacement sent.